Event description:
It was reported that there were concerns the cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirms the device has been explanted and successfully replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.